Event description:
It was reported that the programmer would not power up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis verified the customer comment that the programmer would not power up and therefore the link electronic module board was replaced and calibrated. Analysis also found that the display would drop down and therefore both lower hinges were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.